Event description:
Reporter alleged blood glucose measured 198 mg/dl at 5:25 pm, 102 mg/dl at 5:26 pm, and 141 mg/dl at 5:27 pm. It was stated customer took normal medications after obtaining the results and no further actions or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement product was sent.